Manufacturer narrative:
The patient weight was requested; however, it was unable to be obtained. Product analysis: the product specimen was discarded by the user facility. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 2 years 1 month post implant of this 12mm bioprosthetic valve in the pulmonary position, the device was explanted and replaced with a 16mm bioprosthetic valve in the pulmonary position. The physician stated that the reason for the replacement was that the device developed stenosis and insufficiency. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.